Event description:
During intraocular surgery the cannula attached to a luer lock syringe is detaching at force into the eye and causing vision loss or blindness. This is happening frequently and is entirely avoidable.